Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to an lcd cable which was not properly seated to the connector of the led backlight module. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.